Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). The implantable cardioverter defibrillator exhibited signal artifact and the MRI was canceled. Patient was stable.